Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to the battery tube connector plugged improperly. Unable to verify off no power alarm due to the blank display anomaly. The device was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer states that her insulin pump will not turn on even with new batteries installed in the device. The patient's blood glucose level was at 180 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided